Event description:
It was reported that the right ventricular (rv) lead had short v-v intervals for many years. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that the distal conductor of the lead became extrinsically fractured due to over-rotation, and visual summary analysis of the lead indicated apparent explant damage. (B)(4).